Event description:
It was reported that this health care professional (hcp) wanted the data of this pacemaker reviewed. There was a true pacemaker mediated tachycardia (pmt) episode recorded by the device, which was terminated by the pmt algorithm. There was far field oversensing noted on the right atrial (ra) channel. Technical services (ts) discussed the data with the hcp and recommended programming changes. This pacemaker and ra lead remain in service. No adverse patient effects were reported.